Event description:
Procedure type: lap hernia repair. According to the reporter: the blade from obturator cut a piece of trocar's seal and it fell into patient. The piece was retrieved. Silicone piece was retrieved from patient because it was visible. No patient injury was reported.

Manufacturer narrative:
(B)(4).